Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant, the patient had headaches. The patient had an appointment to adjust the pressure setting of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the issue was resolved and the situation of the patient improved. The cause of the event was not provided.